Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was damaged by the upstream occlusion (uso) sensor. There was no patient involvement.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the customer reported issue of ¿pump was damaged by the upstream occlusion (uso) sensor.¿ was confirmed through visual inspection. The probable cause was damaged chassis near uso seal. Replaced the chassis, and the device passed all functional tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.